Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he believed the insulin pump had a delivery anomaly. The customer disconnected at the quick release and ran a bolus but nothing came out of the quick release. The customer was not receiving insulin. The customer forgot to fill the cannula dead space after removing the introducer needle. Customer's blood glucose level was 371 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.